Event description:
Dexcom g6 sensor- my wife just had to request another sensor from the manufacturer as the app stated that the new sensor failed. The problem with this is that this is the third time in a row that the shipped sensor didn't work. Each sensor takes 5 business days to ship to the house. The result is my wife has been unable to appropriately monitor her glucose with this technology. Almost 30 days without a functional sensor we asked company to send multiple sensors to the house due to the failure rates and they stated they could only send one sensor at a time. We are beyond frustrated and need to switch to another glucose management system. FDA safety report ID# (B)(4).